Event description:
It was reported that the patient faced an infusion set was pulled out when patient was removing her pent on (B)(6)2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration number,reporting site: 8021545,manufacturing site: 3003442380.